Event description:
It was reported that the customer was changing the reservoir and the set. Customer stated they are also spilling a lot of insulin. Customer was advised to remove the reservoir from the pump and place pressure on the piston while pressing on the act button to get past the manual prime. Customer then rewound the pump and attempted to prime again. Customer stated that she still sees insulin drops but no numbers on the screen. Customer stated that there was a gap between the piston and the reservoir. Customer was advised to change the set and reservoir. Customer does not have room temperature insulin and will stay on her back-up plan until she changes out her set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.